Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific post market quality assurance laboratory. The interrogated monitoring was 9.223 volts and the remaining battery life to eri was 100%. The seal plug was intact and the set screw operated normally. A review of the device memory identified no resets, error, or fault codes. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure on september 20, 2018, the physician encountered telemetry issues and was unable to interrogate this device. The pocket was reopened and the device was explanted and replaced. The device was received at boston scientific's return product department and is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
A supplemental report will be submitted following completion of laboratory testing.

Event description:
It was reported that during the implant procedure on (B)(6) 2018, the physician encountered telemetry issues and was unable to interrogate this device. The pocket was reopened and the device was explanted and replaced. The device was received at boston scientific's return product department and is currently undergoing laboratory testing to determine root cause.